Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient (pt) was scheduled to have an MRI tonight ((B)(6) 2022) because they had breast cancer and when the technician called and spoke with the manufacturing representative (rep) and the MRI eligibility was discussed, they were told per device registration, the patient's leads hadn't been replaced last year. The patient called to report that their lead had indeed been replaced on (B)(6) 2021 and that they were assured at the time they'd be 100% MRI capable at that time. Walked the patient through connecting to their therapy settings. It was noted that as the patient was connecting to the device, the patient reported they had to move around on the floor to hopefully connect and stated they liked their previous implant better because this one had been difficult to connect with. Asked the patient if they could feel the ins under the skin and the patient stated if they felt "way down deep inside," they thought they could feel it and they knew it was on because they could feel the "little buzz" going down their leg. The patient was able to successfully connect to their therapy settings on the call and activate their MRI mode. The MRI mode screen showed the patient had a 3889 lead and that they were head only eligible. The patient also stated that the MRI mode showed the ins was in the left buttock but their ins is actually in their right buttock. The patient reiterated again that they were told they'd be able to have mris with their system without an issue and that they were concerned because their MRI appointment tonight was the last one they could get before they had their surgery. Redirected the patient to their managing health care provider (hcp) to further discuss their concerns. The patient thought perhaps the MRI programming hadn't been updated when they had their (B)(6) 2021 procedure to place their new lead. The patient was going to reach out to their hcp.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.